Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred during basal delivery. Customer remove and reinstalled cartridge to resolve the alarm. Insulin delivery was resumed. Customer's blood glucose was 131 mg/dl.